Manufacturer narrative:
Manufacturer reference number:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video assisted thoracoscopy. While dissecting the right bronchus, the stapler was not able to complete the firing sequence. There was poor staple formation. The handle broke during firing without any pressure on the handle. The reload partially fired. The staple line was fixed with suture. The jaws of the device locked on patient tissue. The instrument was removed by cutting the tissue, but there was no tissue loss or damage reported. The adapter of the handle broke off. To complete the procedure, another handle was opened. No patient injury reported. Patient status is alive, no injury.